Manufacturer narrative:
On (B)(6) 2016 12:56 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician was on site and investigated the unit. The device was troubleshot and a defective 3-way valve on the patient side was found. The technician replaced the defective 3-way valve, cleaned the unit and performed a functionality test,a diagnostic test and started a test run. All tests were performed successfully.

Event description:
On (B)(6) 2016 12:48 pm (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ice block melts down quickly. The incident occurred on start up of the device so there were no patient involved. (B)(4).